Event description:
It was reported that difficulty removal occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. However, the pressure did not increased during the first inflation. Subsequently, this second 6.00mm / 2.0cm / 90cm peripheral cutting balloon was used for dilation. Upon removal, it felt like something got caught from the sheath; the entire sheath was then removed from the patient. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb 2cm was returned for analysis. The recommended sheath size as per pcb2cm specification for this device is a minimum 6fr. The device was received inserted in an introducer sheath. The introducer sheath was noted to be torn for approximately 20mm. The investigator did not attempt to remove the device from the introducer sheath as did not want to damage the device. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. No issues were noted with the blades of this device. All blades were found to be securely bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the marker bands. A visual and tactile examination of the shaft identified no issues. No other issues were identified with the device.

Event description:
It was reported that difficulty removal occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. However, the pressure did not increased during the first inflation. Subsequently; this second 6.00mm / 2.0cm / 90cm peripheral cutting balloon was used for dilation. Upon removal, it felt like something got caught from the sheath; the entire sheath was then removed from the patient. The procedure was completed, and there were no patient complications as a result of this event.